Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the error log at the manufacturer's service center, a ventilator inoperative error code related to a communication failure between the therapy and ui cpu's was found. The system board and the display board were replaced to address the issue.